Event description:
It was reported that during a lap hysterectomy procedure, the hand activation buttons would not work for the first two devices. A third device was used to complete the procedure with the foot pedal. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.